Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that: "dr. (B)(6) looked at shapematch guide size 3 femur and knew it was way too small. Switched to nav which recommended size 5 femur. Digital template also recommended size 5/6 femur. Doctor cut and implanted correctly sized #6 triathlon cr femur. Shapematch block was for #4 tibia, actual tibia size used was #6 triathlon."